Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found with a melted and breakage of the teflon pad at the tip. The component was damaged and there may be missing material, but the size of the missing pieces cannot be confirmed. Separated piece(s) were not returned. Components adjacent to this teflon pad do not show damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white gasket at the knife head of the harmonic ace instrument came loose. The procedure was completed with no patient harm.